Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Upon visual evaluation, it was noted that the lens was cracked and the distal tip fiber damaged. The most likely cause for the reported failure can be attributed to user error of the device due to interference with the mating instrument.

Event description:
On 08/12/2024, it was reported by a sales representative via sems-06635147 that an ar-3355-4030 scope has a cracked lens after dr. Sedory was attempting to do a shoulder scope and hit the scope with a burr. A new scope was used to complete the case. This occurred during use in a case with no patient impact.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.